Event description:
Revision of the left knee due to (pain, inflammation, lateral instability) revised tibial tray replaced with 7115-0009 lot mheyk19.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.